Manufacturer narrative:
Pending evaluation. Concomitant medical devices: 244-23-13, 1334893 - optetrak hi-flex tibial insert, size 3, 13mm.

Event description:
Tibial component was loose and appeared to have subsided. Components were removed and revision tka completed without issue.

Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted that the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) tibial loosening and may have caused subsidence of the tibial tray. However, this cannot be confirmed as the devices were not available for evaluation. (D11) concomitant devices: 244-23-13, 1334893 - optetrak hi-flex tibial insert, size 3, 13mm section(s): no information has been provided: a3, a4, a5, b6, b7. The following section(s) have additional info: b5, d4 (exp date and UDI number), g4, g7, h1, h2, h3, h4 and h7. **section h11: corrections made in the following section(s): d4: serial number (section f) f6 and f8 were entered in error. Please disregard.